Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage due to a hole in the tubing on (B)(6) 2025. The leakage was in the tubing. The blood glucose level was 600 mg/dl and the patient was treated with correction via syringe. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5407786 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following packaging: the lot 5407786 was packaging according to the wi version 73, in the machine multivac 12, on 03/nov/2022, with a total of (B)(4) units. Assembly: the lot 5407838 was assembled according to wi version 24 on-line inspection for assembly of quick set on 03/nov/2022, with a total of (B)(4) units. The lot 5407487 was assembled according to wi version 24 on-line inspection for assembly of quick set on 03/nov/2022, with a total of (B)(4) units. The lot 5407839 was assembled according to wi version 24 on-line inspection for assembly of quick set on 03/nov/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5407478 was glued according to the wi version 37, in the machine mp04,mp05 and mp08, on 30/oct/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5407786 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.